Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred 10 minutes into treatment. Verifies with hemortifier. Treatment restarted with new dialyzer. No further problems reported. Estimated blood loss >100cc. Reuse #8.